Event description:
It was reported that the homechoice cassette leaked. The patient woke up and found the patient line of the cassette disconnected from the transfer set. The patient was dry and their bed was dry but the floor was soaked. The machine, the table, and the supply bag were all dry, but the floor was wet. This occurred during fill and dwell 1 of automated peritoneal dialysis (apd) therapy. Renal therapy services (rts) advised the home patient (hp) to close all the clamps and inform their nurse regarding the issue. Rts assisted the hp to end the therapy session. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter phone no. (Additional): (B)(6). Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - (B)(4). United states. Baxter healthcare - (B)(4). Dominican republic. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.